Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Unit passed est. Fsr ran ovp test. All tests passed on required criteria. Attempted to duplicate error with circuit being used at time of incident. Unit still passed est & proceeded to ventilate as expected. Reviewed with customer. Could not duplicate error. Allowed unit to ventilate. No errors or alarms present. Unit meets factory specs. No problem was detected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator was disconnected from vent for care of patient, then when reconnected to vent, vent continued to alarm circuit disconnect. The issue occurred during patient-use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.